Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a 2008t machine with no power. The fst determined the cause of the issue to be the power supply. The fst traced cables in the power supply and discovered charred wiring to the ground and distribution board. The power supply was replaced to resolve the reported issue. The machine powered on as intended. The machine passed functional testing. The machine was placed in heat disinfection and returned to normal operation. There was no reported harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, a fresenius field service technician (fst) went onsite and found evidence during a machine evaluation that indicated a product problem. The reported issue is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a 2008t machine with no power. The fst determined the cause of the issue to be the power supply. The fst traced cables in the power supply and discovered charred wiring to the ground and distribution board. The power supply was replaced to resolve the reported issue. The machine powered on as intended. The machine passed functional testing. The machine was placed in heat disinfection and returned to normal operation. There was no reported harm to any patients or individuals as a result of this malfunction.